Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 6f amplatzer trevisio intravascular delivery system. During implant the distal disc and waist of the device formed a cobra shape. The device was recaptured and an attempt was made to deploy in the left atrium. The device maintained a cobra shape. The device was removed from the patient and placed in warm saline. There were no interactions with cardiac structures. The device was unable to be formed back to its original shape. The device was replaced with a new 10mm amplatzer septal occluder, which was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device deforming when deployed during preparation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.